Manufacturer narrative:
510k: this report is for an unknown nail insertion handles/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the proximal humerus fracture using the drill bit in question. During the distal drill, the drill bit interfered with the nail. Therefore, the drill was removed once, and the diameter was gradually increased to 1.8 mm to 2.0 mm to 2.4 mm to 2.8 mm using a k-wire, and finally the 3.2 mm drill could drill. The surgery was completed successfully with a thirty (30) minute delay. The surgeon commented that during the operation the insertion handle was removed from the nail once for image manipulation and confirmation, and that the nail may have been tight against the medullary cavity, and they might cause this event. When the intramedullary nail was assembled, a check was performed both proximally and distally, without any interference. No further information is available. Concomitant devices reported: unknown nail (part# unknown, lot# unknown, quantity# 1), unknown k-wire (part # unknown, lot # unknown, quantity 1). This report is for one (1) unk - nail insertion handles. This is report 1 of 4 for (B)(4).